Event description:
Healthcare professional reported right side textured implant replacement. Healthcare professional later reported "right side implant was also ruptured." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual analysis of the returned device identified deformation, fold creases and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.